Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, a 3.00 x 24mm synergy xd drug-eluting stent was advanced for treatment. However, during insertion, a flaring was observed at the distal edge of the stent. The procedure was completed with another of same device. There were no patient injuries reported.